Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient lost therapy and ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. Surgical intervention was undertaken on (B)(6) 2025 during which the ipg was explanted and replaced. Leads were repositioned. Effective therapy was confirmed.